Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective level detection board. The fse replaced the level detection board to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of zero on patient results for multiple analytes on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Event description:
The customer reported zero results on patient results for multiple analytes on their dxc700au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. Relevant tests/laboratory data, including dates not provided by customer.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective dirty wash unit and valves. The fse cleaned the wash unit and replaced the valves to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).